Event description:
It was reported that the patient presented during implant procedure. During procedure on (B)(6) 2021, the reported lead was not installed due to an unknown malfunction. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not provided.

Manufacturer narrative:
The reported event of unknown malfunction was not confirmed. As received, a complete lead was returned in one piece. Electrical test and visual inspection did not identify any anomalies.